Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator was oversensing far r waves to a long v-v timing interval, which was normal the programing parameters of the device. There was no device malfunction. Programming changes were made and issue resolved. The patient was stable.